Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm on the insulin pump that did not clear during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The deice was received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery or failed battery test alarms noted during testing. The device had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address label and stained serial number label.